Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) medical centre. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) screen display malfunction occurred. The display flickered up and down during startup, the display shakes when operating the touchscreen. There was no patient harm or injury reported.